Event description:
Additional information was received from the patient the replacing the desktop charger and the recharger resolved the issue. The patient stated that the first recharger works well with the implanted battery. The patient had a rechargeable device for many years, which has always been so frustrating to recharge. A manufacturer representative (rep) had once sent a recharger to the patient while the patient was waiting for a recharger and returned the rep's recharger that worked well. In summary, the patient indicated that the previous recharger that was sent wasn't nearly so positive, but the recharger she just received at the time of this complaint works well. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger; product ID: 97754, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that connector pin bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type recharger product ID: 97754, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported patient got the new recharger and the replacement recharger quit working, it was not responding to power supply. Patient noted ever since she received the replacement recharger on (B)(6) 2018, the display would not show what it was doing, it would not show it when it was charging. Patient noted the connector pin appeared bent. Patient had not had any stimulation since saturday on (B)(6) 2019 and it was a bad weekend. A replacement recharger and desktop charger would be sent. It was noted the recharger we sent in october never worked and had a bent connector pin. Additional information on (B)(6) 2019 from patient indicated she was still waiting for the package from (B)(6) . No further complication and events were reported.